Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 30.0 mmol/l which was treated with an insulin pump. Customer stated the sensor was not working. The customer¿s blood glucose was 30.0 mmol/l and sensor glucose was 2.2 mmol/l at the time of the event. Insulin delivery was not suspended due to inaccurate sensor readings. The insulin pump will not be returned for analysis.